Manufacturer narrative:
(B)(4). G2: australia. H6: proposed component code: mechanical (g04) - stem. The location of the reported product is unknown currently. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision in which the stem was revised due to a bone fracture. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; a4; b5; d1; d4; d6; d6a; d10; g3; g4; h2; h6. D10: femoral head sterile product do not resterilize 12/14 taper. Item: 00801803603. Lot: 64608352. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 3 years post implantation due to a periprosthetic fracture after falling. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6. The reported product has not been returned. No product evaluation was completed. The reported event is not related to the device; therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. Furthermore, traumatic events, such as a fall onto an implanted hip can lead to implant loosening, bone and implant fracture(s), dislocation, disassociation and/or migration of the prosthesis. As the complaint indicates, the patient sustained an external trauma related to slipping and falling that caused the complication of periprosthetic fracture requiring revision with no allegations against the device prior to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.